Event description:
It was reported by repair work order that the hydraulic ram will not go flat. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the hydraulic ram will not go flat. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the investigation it was confirmed that the fowler cylinder was not functioning correctly. The nonfunctional fowler cylinder issue is not likely to cause or contribute to serious injury or death if it was to reoccur.